Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and part replacement. The gantry control box was replaced and the software on the mobile view station (mvs) was reloaded. The imaging system then passed the system checkout and was found to be fully functional. The device was returned to the manufacturer for analysis. The gantry motion control box was found to be fully functional with no problem found. Unable to confirm reported problem "gantry not moving." Installed gantry control box in imaging system. Invalidated home, successful motion calibration and all functions are as expected. Motion readies and rotor, tilt and door open and close, 2d and 3d imaging all function as expected. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). (B)(4).

Event description:
A medtronic representative reported that the imaging system gantry was not moving. Troubleshooting found that the gantry controller box must be ordered and removed. There was no patient present when this issue was identified.